Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose levels that ranged from 36-72 mg/dl. Customer consumed carbohydrates and glucagon to address low bg levels. Reportedly, the cause of the low bg was unknown. Customer alleged the pump did not deliver a bolus as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. The customer reverted to an alternate method of insulin therapy and declined to further troubleshoot with tandem technical support, therefore, a root cause could not be determined.